Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the reported event is unconfirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 912068 (0002469528). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a soft tissue fixation surgery, the anchor of the complaint product was pulled out unintentionally, and the tip of the inserter was fractured. The surgeon noticed the fractured inserter and reviewed the patient with a radiograph, which did not locate any retained fractured pieces. No other complications, injuries, or surgical interventions were reported due to this malfunction. It was reported that no further information is available.